Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance syringe was unpacked for a procedure on (B)(6) 2019. According to the complainant, during the preparation, it was noticed that the packaging was opened and the contents were coming out. Reportedly, there was no damage on the cardboard box; however, it seemed that the device was moving inside the cardboard box. This device was not used in a patient or procedure.

Manufacturer narrative:
Block h6: problem code 2385 captures the reportable event of open packaging. Block h10: investigation results: visual examination of the returned box of alliance units was observed closed and sealed; however, a section of the cardboard box in the bottom was found lifted. It is possible that the damage found could be caused by inappropriate transport or storage of the device after the manufacturing process. Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance syringe was unpacked for a procedure on (B)(6) 2019. According to the complainant, during the preparation, it was noticed that the packaging was opened and the contents were coming out. Reportedly, there was no damage on the cardboard box; however, it seemed that the device was moving inside the cardboard box. This device was not used in a patient or procedure.

Event description:
It was reported to boston scientific corporation that an alliance syringe was unpacked for a procedure on (B)(6) 2019. According to the complainant, during the preparation, it was noticed that the packaging was opened and the contents were coming out. Reportedly, there was no damage on the cardboard box; however, it seemed that the device was moving inside the cardboard box. This device was not used in a patient or procedure.

Manufacturer narrative:
Problem code 2385 captures the reportable event of open packaging. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.